Event description:
It was noted under fluoro (date not reported) that there was leaking around the catheter-pump junction. It was difficult to tell if it was a problem with the pump or the connection. The pump and catheter were replaced. No pt symptoms were reported. There was reported to be no pt injury. The medication being delivered via the pump was not reported.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.